Manufacturer narrative:
H.6. Investigation: it has been received 1 picture for investigation. Upon visual inspection of the picture received, it can be observed the droplets inside an used 50ll syringe. It can be observed the stopper of the syringe is bad assembled, it is partially detached from the plunger. DHR cannot be reviewed since lot number is not available. No retained samples can be evaluated since lot number in unknown. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to iso-7886-1 (max.value 0.25mg/cm2). In assembly stations of 50ll manufacturing lines there is a vision system to detected stopper bad assembled or missing stopper. In case any is defective it is rejected automatically to scrap. Since lot number is unknown, the root cause of the alleged defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced a case of cracked/damaged/deformed tip/luer of syringe, a case of liquid/moisture droplets in syringe, and a case of stopper separation from the plunger on three different devices. The following information was provided by the initial reporter: syringe cracked at the tip following the sampling and filling of a fluorouracil diffuser, loss of fluorouracil flowing at the crack. Rubber syringe curled after handling by the preparer, not having been used to take a product. Unusual presence of drops at the tip inside a syringe when handling cytotoxics.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced a case of cracked/damaged/deformed tip/luer of syringe, a case of liquid/moisture droplets in syringe, and a case of stopper separation from the plunger on three different devices. The following information was provided by the initial reporter: syringe cracked at the tip following the sampling and filling of a fluorouracil diffuser, loss of fluorouracil flowing at the crack. Rubber syringe curled after handling by the preparer, not having been used to take a product. Unusual presence of drops at the tip inside a syringe when handling cytotoxics.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/2/2021. D.4. Medical device lot #: 2008309. D.4. Medical device expiration date: 7/31/2025. H.4. Device manufacture date: 8/10/2020. H.6. Investigation: it has been received 1 picture and 1 unused sample with open blister of 50ll lot 2008309 for investigation. Upon visual inspection of the picture received, it can be observed the droplets inside an used 50ll syringe and the stopper of the syringe is bad assembled, it is partially detached from the plunger. Upon visual inspection of the unused sample received, it can be observed the stopper is bad assembled to the plunger. No droplets can be observed in this syringe neither excess of silicone. No damage or molding defect can be observed in the syringe. DHR of lot 2008309 has been reviewed not finding any annotation or deviation regarding the alleged defect. DHR of lot 2008309 has been reviewed not finding any annotation or deviation that could be related to the alleged defect. Daily incidence report was reviewed finding an annotation related to the alleged defect. During assembly process incidence was detected related to plungers feeding maladjusted. Once detected maladjusted was repaired. This incidence could have caused the stopper bad assembled defect due to a misalignment of plunger-stopper in the assembly station.

Event description:
It was reported that bd plastipak¿ 50ml concentric luer lock syringe experienced a case of cracked/damaged/deformed tip/luer of syringe, a case of liquid/moisture droplets in syringe, and a case of stopper separation from the plunger on three different devices. The following information was provided by the initial reporter: syringe cracked at the tip following the sampling and filling of a fluorouracil diffuser, loss of fluorouracil flowing at the crack. Rubber syringe curled after handling by the preparer, not having been used to take a product. Unusual presence of drops at the tip inside a syringe when handling cytotoxics.